Event description:
Device 1 of 2. Ref. MFR. Report #1627487-2013-23134. The patient has 2 leads (from the same lot) as part of this scs system. It was reported the patient underwent surgical intervention on (B)(6) 2013 due to discomfort at the ipg site. During the procedure, the patient's ipg was relocated and one of the patient's leads was cut. The lead was explanted and replaced. The patient reports effective coverage post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.